Manufacturer narrative:
(B)(4). Approximate age of device- 8 months. The pump was not explanted and therefore was not available for evaluation. A correlation between the device and the reported brain hemorrhage could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient expired on (B)(6) 2015 due to a brain hemorrhage; however, a cause for the brain hemorrhage was not specified. Prior to the event, the patient had a fever and the international normalized ratio (inr) was high (up to 4.6). The pump parameters were reported to be within normal ranges. An autopsy was not performed and the pump was not explanted. The surgeon reported that the patient outcome was not device or therapy related. No further information was provided.